Manufacturer narrative:
The insulin pump was programmed to test minilink, glucose meter, and the glucose sensor simulator, and it communicated properly. The threshold suspends feature low blood glucose alarm worked properly. The device power up properly after the battery was installed, currents are within specification. No unexpected bolus stopped alarm noted. The device was unable to prime unit during prime test due to faulty force sensor resistor. Occlusion and excessive no delivery tests weren't performed due to prime anomaly. The device had cracked case at display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has been alarming bad battery and new batteries only last a couple of days causing the device to shut off. Each time customer inserts a new battery he has to reprogram the device. Customer has had low blood glucose events and the ambulance was involved; now he has high blood glucose. Customer has had issues with sensor reading being inaccurate. Low blood glucose was 31 mg/dl, which occurred on (B)(6) 2015. He felt he was going low and treated with orange juice but he still went into convulsion and his spouse attempted to give him a cook and called emergency medical services. Customer was unsure what caused the low. Customer stated he wasn't admitted. Customer declined further troubleshooting and requested a replacement as he believes issues are with the insulin pump. Customer stated he was also wearing the sensor at the time of low but the sensor wasn't reading correctly. The device is being returned for analysis.